Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Healthcare professional reported "rupture/deflation" with unknown breast implant. This record is for the "right" side. The device was explanted and replaced.